Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia after an evening snack while using an ilet system with a 23-inch contact detach infusion set; troubleshooting included infusion site changes, waiting for insulin uptake, and repeated fingerstick confirmations, with no device alarms reported. Symptoms included elevated blood glucose readings in the 300s without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia that later returned to range without hospitalization or professional medical intervention beyond routine support. Investigation included user interview, guided troubleshooting, and follow-up monitoring. Investigation of this case revealed no device alarms, no confirmed device malfunction, and no identifiable component failure; the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.